Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, burning sensations, left breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 475cc saline breast prostheses is suffering from pain post implantation. The patient went to the ER due to chest pain and stomach pain as well as burning and tingling sensations in her breasts. An MRI was performed that showed left breast prosthesis deflation. The patient is still suffering from pain and burning sensation in both breasts, with more pain in the left breast. The patient also reported bilateral nipple sensitivity. As a result, the patient is scheduled to undergo explantation in (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: pain, burning sensations, left breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 475cc saline breast prostheses is suffering from pain post implantation. The patient went to the ER due to chest pain and stomach pain as well as burning and tingling sensations in her breasts. An MRI was performed that showed left breast prosthesis deflation. The patient is still suffering from pain and burning sensation in both breasts, with more pain in the left breast. The patient also reported bilateral nipple sensitivity. As a result, the patient is scheduled to undergo explantation in (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis.